Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found that the bezel on the front panel assembly was cracked and the stay safe mount was broken. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The go/no go gauge check passed. Load cell verification testing was performed with no issues noted. During set up the cycler alarmed with balloon valve leak warning. This was caused by a clogged hp2 filter. The clogged hp2 filter was replaced and the cycler was able to complete the treatment without issues. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy on the liberty select cycler and the patient death as he was actively dialyzing at the time of the event. However, there is no documentation to show a causal relationship between the event and utilization of the device. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The pdrn stated the cause of death was heart failure unrelated to use of the device or pd therapy. Heart failure is one of the most frequent causes of mortality in end-stage renal disease (esrd) patients. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient death. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A contact for a patient on peritoneal dialysis (pd) reported that the patient expired and requested a final pick-up for the liberty select cycler. Additional information was obtained through follow-up with the pd nurse. The patient was in active pd treatment on the liberty select cycler when they expired on (B)(6) 2019. The cause of death is documented as heart failure. The patient¿s death was unrelated to any fresenius device(s) or product(s) and/or their dialysis therapy. The patient also had a history of diabetes mellitus. No further information was available.